Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/perforation (puncturing) of fallopian tubes'), uterine perforation ('uterine perforation/perforation (puncturing) of the uterus') and genital haemorrhage ('gen. Abnormal bleeding/bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/severe pain") and mental disorder ("psych injury"). The patient was treated with surgery (surgically removed essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain and mental disorder outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pain and other injuries. Essure confirmation test was done but results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received : previously reported event 'injury' was replaced with "fallopian tube perforation". New events - uterine perforation, genital bleeding, psych injury were added. Essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.